Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. No medical intervention was performed. No patient symptoms were reported . The patient would continue to be monitored.